Manufacturer narrative:
This record is being filed in an abundance of caution. Invacare was made aware of an event occurred in sweden with an tdx-sp2 wheelchair. This record was created due to the us manufactured tdx-sp2 wheelchair being similar in design and would likely to have the same outcome as this event. The end-user was sitting in the wheelchair, and their foot was trapped against the table when the assistant drove the chair. No malfunction was reported. The chair was not further evaluated due to the chair is still with the end user, and no malfunction was reported. Should further information concerning the cause of the incident become available a follow up will be filed.

Event description:
The patient¿s foot was trapped against a table when assistant drove the tdxsp2 power chair. It was later discovered that the patient¿s foot was fractured. There is no malfunction alleged, and the wheelchair is still in use.